Manufacturer narrative:
H6: heath impact and evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection noted the device was received in with a loose manometer cover and battery string. The complaint was confirmed. The loose battery string was the cause of the internal noise. It was noted that this could have been caused by possible impact. No previous service history was found. Manufacturing device history report (DHR) review was not required due to the age of the device and the impact damage sustained. Investigators pulled the battery string taught before installing the MRI battery. Replaced MRI battery, sintered filter, and o rings for the preventative maintenance (pm). Reshaped front panel and refit the manometer cover. Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. Performed pm, cleaned unit and affixed new service label. The device passed functional testing after the completed repairs.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is internal rattles. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.